Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent remains in the pt coronary. Device issue: stent dislodgement. It was reported that the stent dislodged in the left main into the ostium of the left anterior descending artery (lad). It was reported that the mini vision stent delivery system (sds) would not cross through a previously implanted drug eluting stent. During removal of the sds, the stent implant became caught on the deployed stent and dislodged from the sds. The mini vision stent implant remained stuck inside the drug eluting stent. An attempt was made to snare the dislodged stent: however, this attempt was unsuccessful and cause some damage to the drug eluting stent. The surgeon was called to see if the dislodged stent could be surgically removed or bypassed; however, surgery was not an option due to the size of the vessel. Therefore, the dislodged stent remains in the pt's coronary and the pt was left hospitalized. The pt was discharged in 2009, but returned to the emergency room the following week with chest pain. The pt was prescribed pain medication and felt fine approximately one hour later. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info. Since, the sds was not returned for analysis, a thorough evaluation could not be performed on the product and may have aided in determining a cause for the reported inability to advance and stent dislodgement. The attempt to advance through a previously implanted stent likely contributed to the difficulties experienced.